Event description:
(B) (4). It was reported that during a nephrostomy procedure using a flexima drainage catheter, the catheter violated the pleural cavity. In (B) (6) 2010, the patient underwent a cat scan-guided bilateral nephrostomy procedure. Dilatation of the tract was performed and 10 french pigtail bilateral nephrostomy tubes were placed. Six days later the patient was taken to interventional radiology for evaluation of the right nephrostomy tube due to poor drainage. Upon fluoroscopy and injection of contrast, interventional radiology noted a filling of the peritoneal cavity and mediastinal soft tissue requiring removal of the catheter. The right-sided catheter was replaced with an unspecified 8 french catheter. Review of the cat scan images showed the initial catheter had violated the pleural space. Per the site, "the feel was that the catheter was placed improperly". It was reported that there was no harm to the patient, who tolerated the procedure well and was transferred back to the oncology unit. The patient was discharged 9 days later.

Manufacturer narrative:
(B) (6)

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the study in 2008, with a lesion in the left internal carotid artery. The lesion was 20mm in length and was eccentric and moderately calcified with 80% stenosis. The vessel was mildly tortuous and was 7mm in diameter. The lesion was pre-dilated and an angioguard was successfully deployed. Then a precise stent was implanted and the procedure was successfully completed. Hours after the procedure was completed it was reported that the patient's blood pressure dropped and the patient was administered dopamine. Additionally, the patient was diagnosed with a transient ischemic attack. The patient was not treated for this event, and it resolved fully on its own, with no deficit.